Event description:
On (B)(6) 2025 the user reported receiving occlusion alerts (alert 35) followed by a motor stall alert (alert 38). The user observed kinked tubing in the infusion set and planned to replace the set. No blood glucose impact was reported, no symptoms occurred, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.